Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon rupture occurred. The lesion was located in the left anterior descending (lad) artery. The maverick2 monorail 2.5mm x 15mm balloon catheter was advanced to the lesion for treatment. The balloon was inflated to unspecified atms for the first inflation, but ruptured at 10atms, 15 seconds into the 2nd inflation. The procedure was successfully completed with a different device. There were no patient injuries or complications. The patient's status was reported as "stable."

Manufacturer narrative:
The complainant indicated that the balloon catheter will not be returned for evaluation; therefore, a failure analysis fo the balloon catheter could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.